Event description:
It has been reported to philips that the image disk was full, which would prevent imaging. The issue was found during clinical use. No harm has been reported to philips. A philips field service engineer (fse) replaced the x-ray pc and returned the system to use in good working order. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned treatment was completed with fluoroscopy as the exposure was not possible. The philips field service engineer (fse) inspected the system onsite and confirmed that the system showed image disk failure message despite unsuccessful reboot. Analysis of system log file showed unable to store images errors. Upon troubleshooting, fse found that the disk bay of x-ray pc would not power up and replaced the hdd in x-ray pc, but the issue persists. Upon functional testing, fse found that the x-ray pc was defective. To resolve the issue fse replaced the x-ray pc with hdd and returned to philips for further analysis. The analysis confirmed that the failure of x-ray pc was due to faulty hdd bay. Following the replacement of x-ray pc, reloading of software and restoring the backups, the system was returned to use in good working order. The codes were updated based on the investigation outcome.